Event description:
It was reported by the patient that all of the lights on the remote monitor blink at once. Attempts to reset the monitor were unsuccessful. The monitor was replaced and returned for analysis. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the device failed incoming visual and functional checks. It would not start interrogation.